Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a long charge time was detected on the device. The patient was brought into the clinic, and a manual charge was performed. Long charge time was noted again. The device will be replaced. The patient was asymptomatic.